Event description:
Steris received a complaint in 2007, relating to sterilant exposure which allegedly resulted in white spots on both forearms of one of their employees. The ss1 unit had completed its processing cycle and the employee was disposing of the sterilant cup when the incident occurred. She was not wearing a protective apron at the time and had only short sleeved clothing on (not recommended per steris operator training). According to the account mgr's report, the employee cut the container open from the bottom and was shaking it, instead of cutting the cup under water and running water through it, as was demonstrated in a recent in-service training seminar. The employee noticed her arm itching, at which point she looked down and saw a couple of white spots. Per msds directions, she initially applied water to the contacted areas and sought medical attention. The employee was given saline water as a first aid treatment. No further visits to the attending physician were reported. Per phone conversation with the steris account mgr on 5/8/2007, the customer was described as having superficial burns only.

Manufacturer narrative:
Steris 20 labeling and operator manual instructions include handling precautions to mitigate user contact with peracetic acid. Furthermore, the sterilant cup itself is designed and mfg to prevent user contact with the active ingredient. This issue appears to be the result of inadvertent customer mishandling due to not following MFR's recommended practices.